Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument and replaced the sample transfer unit part number (pn) c02938, 3-way valve pn mu7647, pressure sensor pnmu7633, which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that on (B)(6) 2023 the au680 chemistry analyzer generated false low or close to zero (0) patient results for ise (ion selective electrolyte) na (sodium), k (potassium), cl (chloride) and glucose (glu). The customer did not provide patient data or demographics, and the exact number of patients affected is unknown. There was no report of change to treatment, injury, or death associated to this event.